Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was giving a low flow rate during therapy. The nurse tried to troubleshoot the issue but the flow rate remained low. Therefore, the device was swapped with a second arcticsun device; however, the issue of the low flow rate remained on the second arcticsun device as well. This was when the nurse swapped the set of small pads with a second set of small pads and therapy resumed on the second arcticsun device and the second set of small without any issues overnight; however, the second set of small pads were giving a flow rate of 0 lpm the next morning. The nurse disconnected and reconnected the pads resolving the issue, as the flow rate was good. Therapy continued on the second set of small pads and the second arcticsun device without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was giving a low flow rate during therapy. The nurse tried to troubleshoot the issue but the flow rate remained low. Therefore, the device was swapped with a second arcticsun device; however, the issue of the low flow rate remained on the second arcticsun device as well. This was when the nurse swapped the set of small pads with a second set of small pads and therapy resumed on the second arcticsun device and the second set of small without any issues overnight; however, the second set of small pads were giving a flow rate of 0 lpm the next morning. The nurse disconnected and reconnected the pads resolving the issue, as the flow rate was good. Therapy continued on the second set of small pads and the second arcticsun device without any further issues.